Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol modified kugel (device #2) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol modified kugel (device #2). An additional emdr was submitted to represent the bard/davol modified kugel (device #1). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol modified kugel hernia patch (device #1 and device #2) on (B)(6) 2004 and (B)(6) 2004. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol modified kugel hernia patch (device #1 and device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.